Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID wr9230 (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device.  The reason for call was patient reported they were having issue charging their implant (ins) they were getting this rectangular icon, and it will say call medtronic. Patient said they normally charge every night when the ins battery was at 70%. Patient said the issue started a couple of weeks ago. During the call, agent had the patient reset the recharger. Agent had the pt start the ins charging session and the patient confirmed the ins was recharging in an excellent connection, and the ins battery was showing at 90%. The troubleshooting steps that were taken on the call resolved the issue. See case rtg1071993 for the report of ins issue.   Patient also reported they normally recharge their ins every night and the ins battery was at 70%. Pt said for past couple of days they had noticed the ins battery goes down to 0% in 1 day and it never happened before. During the call, agent had the patient connect to the mystim application to check the patient therapy settings and pt said they normally used group b and the base was at 2.4. Agent advised the pt to monitor the issue and if the issue will persist, they can call their hcp/ rep. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.